Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing air bubbles. The customer¿s blood glucose level was 600mg/dl at the time of the incident. The customer treated high blood glucose levels with manual injections. The customer was assisted with trouble shooting air bubbles. Air bubbles were not removed out of the tubing. The customer was advised to change sets. The insulin pump will not be returned for analysis.